Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal line not connected. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they checked the proximal line, and it was not connected. The device was reported to have alarmed as intended. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the philips biomedical engineer (bme), it was confirmed that no parts needed to be replaced because the issue was the proximal line being disconnected. The bme confirmed on (B)(6) 2023 that the device issue was resolved by reconnecting the hose and the device was returned to use. The device use from the time of the event was confirmed to be unknown and no patient information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.